Manufacturer narrative:
On may 4, 2023, distributor provided the following information: pump was received. Pump powers on; however, the touch screen is black and won't turn on. H6: code 1476 removed; 1559 added h6: code 1476 removed; 1559 added.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available,a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump battery was unresponsive. Customer¿s blood glucose level was 240 mg/dl. No additional information was provided.